Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving 7.5 mg/ml bupivacaine at 1.8767 mg/day and 3.0 mg/ml morphine at 0.7507 mg/day via an implantable pump for non-malignant pain. It was reported that the patient had their pump implanted, taken out, and relocated because the wound site had a seroma or fluid buildup and it would pop the incision open. It was stated that it was like the patient's body was trying to flush the pump out since implant. It was asked if it could be an allergic reaction. No further issues were reported or anticipated.